Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that due to a fall unit needs many parts for replacement. The device was not in use on a patient.